Event description:
Patient had a trochanteric fixation nail (tfn) implanted on an unknown date in approximately (B)(6) 2013. The patient fell and broke the distal and proximal part of the femur. On (B)(6) 2013, the hardware was removed and a fourteen hole locking distal femur plate and competitors product were placed with a cable and cortex screw. While the surgeon was attaching the handle to the aiming arm and plate and securing the plate, the plate bent so that it was not flush with the bone. The surgeon added a cortex screw and cable to tighten the plate to the bone. The compression drill guide for the cortex screw did not snap into the aiming arm and would not lock into position. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of device history records was performed and no complaint related issued were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
The device was evaluation by manufacturing and the report states that there are no visible damages on the device. The device passed the required functional test successfully; the failure as per complaint description could not be duplicated. This complaint is deemed invalid from a manufacturing standpoint.

Event description:
This is report 5 of 5 for (B)(4).

Manufacturer narrative:
The device was evaluated by product development engineer. The report states that one compression drill guide for 4.5mm cortex screw (part#03.120.018) was received for evaluation with complaint category "does not fit with other parts". The returned guide shows no damage and minimal wear marks which are consistent with field use. Per the complaint description, ¿the plate bent so that is was not flush with the bone. The surgeon added a cortex screw and cable to tighten the plate to the bone. The compression drill guide for the cortex screw did not snap into the aiming arm and would not lock into position.¿ this complaint was most likely caused by the bent plate (not flush to bone) which prevented the guide from aligning between the plate and the aiming arm. Because the plate was bent off the bone, the distance needed between the plate hole and the aiming arm was too short to allow the guide to snap into place as intended. Therefore, this complaint is invalid from a design perspective. Product drawing (B)(4) was reviewed during this evaluation. The design is adequate for its intended use and did not contribute to this complaint. This complaint was most likely caused by the bent plate (not flush to bone) which prevented the guide from aligning between the plate and the aiming arm. Because the plate was bent off the bone, the distance needed between the plate hole and the aiming arm was too short to allow the guide to snap into place as intended. The design is adequate for its intended use and did not contribute to this complaint. Therefore, this complaint is invalid from a design perspective.

Event description:
This is report 5 of 5 for (B)(4).